Event description:
It was reported that caller experienced recurring occlusion alarms about three times a month over approximately four year and high blood glucose being displayed as ¿high," a specific value was not provided. Customer addressed high blood glucose by giving correction injections. Occlusions were resolved and insulin therapy resumed after completing the fill tubing.